Manufacturer narrative:
H2 correction: this event was also reported under report number 2124215-2023-40496. This complaint will be closed as a duplicate.

Event description:
It was reported that the there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. The patient came in for a follow up procedure when it was noted that there was a thrombus on the face of the closure device. The physician decided to explant the closure device from the patient and ligate the laa. The patient is doing well and they did not experience any complications as a result of this event. This event was also reported under report number 2124215-2023-40496.

Manufacturer narrative:
B3 event date: aware date was used since event date is unknown.

Event description:
It was reported that the there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. The patient came in for a follow up procedure when it was noted that there was a thrombus on the face of the closure device. The physician decided to explant the closure device from the patient and ligate the laa. The patient is doing well and they did not experience any complications as a result of this event.